Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. During troubleshooting the service engineer replaced the monitoring printed circuit board (pcb) and returned it for investigation. The ventilator was cleared for use after passed functional tests. The evaluation of the received text dump device log shows that the gain for the expiratory side pressure transducer deviated and was too high on the reported date of event (B)(6) 2021. A visual inspection of the returned monitoring pcb showed no anomalies. The monitoring pcb was installed in the reference ventilator and simulated use tests did not reproduce the described customer issue. The reported event was discovered during pre-use check. During ventilation, a pressure transducer (measurement) failure may lead to high airway pressure and generation of related pressure alarms. The conclusion is that one large deviance for the expiratory pressure transducer gain was found in the received text dump device log. The reported problem may have been related to a faulty pressure transducer. The returned monitoring pcb worked as expected during the investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).